Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician relocated the ipg from the patient's buttocks to the abdomen. The patient is reportedly doing well following the procedure.